Event description:
A surgeon reported that the knives out of the pak were blunt. Add'l info provided indicated the event occurred during a procedure, and there was no harm to the pt.

Manufacturer narrative:
One opened sample was returned for eval. A visual inspection using magnification was performed. The tip was found to have damage. Penetration and sharpness testing were not performed due to the damaged condition of the sample. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met spec. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to manufacture acceptance criteria. Damage to the tip of the blade like that observed can result in perceived bluntness and difficulty penetrating as described by the customer. However, based on the info above, it is unlikely that the damage occurred during the mfg process. The root cause cannot be determined. (B)(4).